Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Custmer's blood glucose was 390 mg/dl. Customer stated that his son might have kicked the insulin pump. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window, cracked case at display window corner and stained end cap sticker.